Event description:
It was reported that customer experienced alarm 2 followed by alarm 26 and believed this was related to an occlusion while using infusion set trusteel 6mm/60cm with novorapid insulin. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Customer resolved issue by changing infusion set and cartridge and then resumed insulin, and technical support advised customer to call at the time of future events and closed case, noting customer had experienced recurring occlusion concerns.